Manufacturer narrative:
The patient recovered. Safety assessed the event as not related to the index device, procedure, paclitaxel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lot number of device used provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the left anastomosis was treated with a medtronic pta balloon catheter. Approximately 5 months post index procedure, the patient suffered shunt stenosis. The event was treated with a non-medtronic pta in the venous outflow. The investigator assessed this event as not related to the device, procedure or paclitaxel. The patient is recovering.

Manufacturer narrative:
Cec adjudicated event is not related to procedure or therapy but related to device. Revascularization is clinically driven target lesion revascularization. If information is provided in the future, a supplemental report will be issued.